Event description:
The initial complaint was reviewed and found not reportable. It was clarified that the drive shaft and reamer head were loose, not broken as previously reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. It was clarified that the drive shaft and reamer head were loose, not broken as previously reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the ria2 system was used for sampling a tibial intramedullary canal. The instrument and disposables were assembled correctly. The reamer was introduced into the canal and reaming commenced. After a approximately ten (10)cm of reaming, the head detached from the drive shaft. It was unable to be reconnected. Upon close inspection the head had snapped off at the point it connects to the drive shaft. A replacement head was opened and was very lose fitting on the original drive shaft and the second one from the instrument tray. Reaming recommenced and every time the surgeon withdrew the drive shaft, the head disengaged. The synream was used to complete the procedure with a fifteen (15) minute delay. This report is for one (1) 10.0mm reamer head for ria 2 sterile. This is report 4 of 4 for (B)(4).